Manufacturer narrative:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient was revised to address a "metal reaction audi tumor". Clinical report received also for this revision. Update 01/29/2013 - medical records and x-rays received. No new information received that would change the existing MDR decision. Update: litigation papers received 2/3/14. Litigation alleges pain, elevated metal levels and difficulty ambulating. An aspiration of the hip revealed a white paste, thick material consistent with necrotic tissue. Litigation further alleges that necrotic tissue and pseudotumor were found during the revision surgery. There is no additional information that would affect the outcome of this investigation. The complaint has been updated on 3/4/14. Doi (B)(6) 2009 - dor (B)(6) 2012 (right hip). The devices associated with this report were not returned. A complaint database search found one additional complaint against the 2478168 lot code. Per wi-3430, revision c a device history record review is no longer required on this product and lot combination. A complaint database search finds no other related incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The customer reports the patient was revised to address a metal reaction audi tumor. Clinical report received also for this revision. Doi (B)(6) 2009 - dor (B)(6) 2012 (right hip). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with (B)(4). No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address a metal reaction audi tumor.

Manufacturer narrative:
Medical records and x-rays were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.